Event description:
It was reported by the rep that the (1) tr45w was used during a laparoscopic nephrectomy procedure. It was reported that the surgeon was using the vascular 45mm cartridge to fire across the renal artery and it would not cut. There was no consequence to the pt. 02/23/2000 the case was completed when the surgeon replaced the staple cartridge with another and completed the case.